Event description:
It was reported that a pump was alarming for a system error 322. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. It was caused by a loose nylon screws, which can trigger an intermittent open/closed switch connection causing the system error 322. The upper and lower auxiliary assembly was replaced.